Event description:
This case was reported by a consumer via the FDA medwatch program (B)(4) and described the occurrence of neuropathy in a pt who used super poligrip for a denture adhesive. Co-suspect product included fixodent. In 2002, the pt began using poligrip, super poligrip, and fixodent 2 to 3 times daily. On (B)(6) 2005, the pt became ill, was taken to the hospital, and treated with a blood transfusion. The pt was then transferred to another hospital and told that he/she might not make it through the night. Since that time, the pt had been diagnosed with neuropathy, anemia, leukemia, and "several other things." After 2.5 years of being treated for cancer, the pt was sent to another hospital where copper deficiency was diagnosed. This regulatory authority considered the events as disabling, medically significant, and life threatening. The denture adhesive products were discontinued in 2009. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00018. Poligrip/super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).